Manufacturer narrative:
Concomitant: product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 37712, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostimulator. Product ID 3986a, lot# n319659, implanted: 2012-(B)(6) product type lead. Product ID 3987a, lot# n311287, implanted: 2012-(B)(6), product type lead. Product ID 3986a, lot# n284756, implanted: 2012-(B)(6), product type lead. Product ID 3987a, lot# n274181, implanted: 2012-(B)(6), product type lead, product ID 3708220, serial# (B)(4), implanted: 2012-(B)(6), product type extension, product ID 3708220, serial# (B)(4), implanted: 2012-(B)(6), product type extension. Product ID 3986a, lot# n319659, implanted: 2012-(B)(6), product type lead. Product ID 3987a, lot# n311287, implanted: 2012-(B)(6), product type lead. Product ID 3986a, lot# n284756, implanted: 2012-(B)(6), product type lead. Product ID 3987a, lot# n274181, implanted: 2012-(B)(6), product type lead. Product ID 3708220, serial# (B)(4), implanted: 2012-(B)(6), product type extension. Product ID 3708220, serial# (B)(4), implanted: 2012-(B)(6), product type extension. Product ID 3708160, serial# (B)(4), implanted: 2012-(B)(6), product type extension. Product ID 3708160, serial# (B)(4), implanted: 2012-(B)(6), product type extension. Product ID 3708140, serial# (B)(4), implanted: 2012-(B)(6), product type extension. Product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 3708140, serial# (B)(4), implanted: 2012-(B)(6), product type extension. (B)(4): analysis of the desktop charger (serial number (B)(4)) found that the connector pin was bent.

Event description:
It was reported by the patient that their implantable neurostimulator (ins) was not working correctly. They were having trouble changing the amount of stimulation and they had stimulation every once in a while. They were unable to charge the device and they had not recharged in about a month. In addition, about a week prior to this report they noticed that they could not communicate with the recharger or patient programmer (pp) and they shut off their implant. They reported that they started having problems with the pp about five months earlier. Relevant medical history included non-malignant pain. Additional information has been requested, but was not available as of the date of this report. If received, a follow-up report will be sent. Additional information received from the manufacturer representative reported that an overdischarge was confirmed, the last successful recharge was in (B)(6)-2015. The reason recharging was not maintained was due to an issue with the recharger being damaged, not holding a charge and a broken connector pin. The implant was out of overdischarge and the patient was charging normally. The desktop charger had a loose connector pin and a replacement was sent.